Event description:
A wire ruptured during removal. The pt retained 2 inch portion of implanted wire. The fractured piece of the implant was retrieved with c-arm assistance. (Medtronic 3550-5 accessory percutaneous kit).